Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with battery. Also, received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked case at the reservoir tube window corner, cracked reservoir tube window, missing reservoir tube o-ring and cracked battery tube threads. Data analysis: (B)(6) 2016 daily insulin total = 41.050u, (B)(6) 2016 daily insulin total = 47.550u, (B)(6) 2016 daily insulin total = 41.050u, (B)(6) 2016 daily insulin total = 51.750u, (B)(6) 2016 daily insulin total = 18.450u, (B)(6) 2016 daily insulin total = 0.000u and (B)(6) 2016 daily insulin total = 0.000u.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital due to a massive heart attack. The customer was hospitalized on 01/26/2016. The customer had a dead bowel syndrome surgery before passing. The customer had partial kidney failure and degenerative heart disease. The caller did not know the customer's exact blood glucose at the time of passing. The caller stated that the customer's blood glucose fluctuated to 540 mg/dl, and then got it down to 110 mg/dl. The customer was not wearing the insulin pump at the time of passing. The customer was under a doctor's care for almost a full day. The customer was in intensive care unit and the doctor asked the customer to disconnect the insulin pump. The customer did not use sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.